Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, significant reduction of irido-corneal angles, lens explanted. Elevated iop (without pupil block and angle closure). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -3.50 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated iop (without pupil block and angle closure) and significant reduction of irido-corneal angles.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn. Work order search: no similar complaints were reported for units within the same lot. (B)(4).